Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No unexpected low battery alarm noted during testing. The low reservoir alarm functions properly. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018. The customer blood glucose level was 550 mg/dl at the time of hospitalized, 550 mg/dl at the time of incident and the current blood glucose level was 157 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump, insulin drip and then giving manual injections. The customer performed displacement test and self test. The customer also received low reservoir and low battery alarm. The device will be returned for analysis.